Manufacturer narrative:
Complaint is confirmed. It was found during the evaluation that lcd touch function are inoperable, and evaluation was finished using another conforming lcd. The unit was in service for 43 months. As such, the failure mode is attributed to normal wear out.

Event description:
On 09/29/2021 it was reported by a sales representative via sems that an ar-6480 dw arthroscopy pump screen is not responding. This was discovered during a procedure. There was no additional information provided.